Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a leak. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 mixed mitral regurgitation (mr). During device preparation, the device failed to hold column upon entry of the dilator. Three attempts were made to insert the dilator into the steerable guide catheter (sgc) but the device lost column each attempt. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported loss of fluid column could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.